Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention was made. The patient was stable.

Event description:
Additional information which received on (B)(6) 2023 indicated that the patient was presented in the clinic. Upon interrogation, right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6)2023. The patient was stable throughout the procedure.